Event description:
The pt reported he has pain all of the time and has discontinued the use of his scs system. Despite follow up attempts by the manufacturer, no further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.